Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt4254 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that "caller states her husband had a PICC placed today at the hospital after they removed a midline from his other arm due to a blood clot. They just got home and were trying to flush his PICC to use for an infusion and the PICC is not flushing. They are wanting any recommendations to help troubleshoot it. Callers niece is also on the phone and is a nurse. She state she is speaking with the facility that placed it as well. The PICC will aspirate blood with no issues, however it will not flush. Patient¿s niece states she tried flushing with heparin which did not help. Patient¿s niece state that he does have multiple risk facts for blood clots and thinks this may be a concern.¿ bd medical services discussed with patient¿s niece, ¿repositioning the patients arm which did not work. Confirmed they are using a 10ml syringe and the line is not clamped. Informed patient¿s niece because they are able to aspirate blood but not flush, it is possible to consider a clot in his arm. Discussed not flushing against resistance. Recommended they have the provider order imaging or a dye study to see if there is a clot.¿